Manufacturer narrative:
(B)(4). The device was not returned to edwards for evaluation as it remains implanted. Calcification is a well-recognized failure mode of bioprosthetic valves. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), and mechanical stress related to the valve's hemodynamic performance. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Although patient factors are believed to play a crucial role in the development in bioprosthetic tissue calcification, the underline mechanism is still not fully understood. A definitive root cause could not be determined; however, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
Edwards received information that a patient with a 25mm aortic valve implanted for seven years, six months, underwent valve-in-valve procedure due to severe calcific aortic stenosis and also regurgitation. Patient was seen in the valve clinic for dyspnea on exertion and lower extremity swelling and felt to have severe aortic valve stenosis with a potential component of patient prosthesis mismatch. A 26mm transcatheter valve was implanted inside the failing 25mm valve with good result. The patient remained hemodynamically stable, was extubated and transferred to the pacu in stable condition. Patient was discharged on post-operative day two.

Manufacturer narrative:
The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. In addition, the event does not allege a labeling issue or device related infection; therefore no DHR is required.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.